Event description:
It was reported that when the patient presented in clinic due to the device having reached eri, fluoroscopy revealed externalized conductors on the lv lead. The lead exhibited no electrical anomalies and remains implanted. The patient was in good condition following the event.

Manufacturer narrative:
(B)(4).